Manufacturer narrative:
Evaluation revealed the long nail kit r2.0, ti, left gamma3® ø11x380mm x 125° to be the primary product. The lag screw, ti gamma3® ø10.5x100mm was considered as a concomitant product as it did not contribute to the event reported. A physical examination could not be carried out as the device was not received for evaluation (discarded). A review of the device history records could not be carried out as the lot code was unknown and not available. Thus, a reasonable examination and investigation was not possible. In the case presented the patient presented to the hospital on january 22, 2017 due to having acute pain in her left hip. CT images showed the gamma3 long nail to be broken. The images furthermore showed no bone fracture consolidation. According to the received surgery report the patient had a nonunion in terms of a pseudarthrosis. In the given case a nonunion had been diagnosed by the attending surgeon. Non-union presents an insufficient- or non healing of bone, which is regarded being related to the patients¿ condition. Most likely the nonunion had contributed to the nail breakage. The nail was not relieved by a sufficient bone healing. The aim of postoperative care must be to ensure the promotion of bone consolidation. Potential adverse effects are clearly pointed out in the labeling. A more precise evaluation was not possible based on the given information. With available information a deficiency of the nail could not be verified. The file will be closed formally. In case relevant clinical information or the item should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No nonconformity was identified.

Event description:
Removement of the broken nail.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Removement of the broken nail.